Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision and removal surgery on (B)(6) 2021 during which the surgeon noted patient has strangulated small bowel hernia and sigmoid was attached to hernia plug. He noted they encountered adhesion of the sigmoid area to the hernia plug the strangulated bowel could be reduced without making the hernia defect bigger. The area of the distal jejunum was strangulated and the could not make the opening bigger without releasing the sigmoid and removing the plug. By the time the strangulated bowel dropped in the peritoneal cavity noticed ischemic bowel with perforation and noticed blood was coming from the hernia cavity where the bowel was strangulated. Ischemic bowel as on the top of the femoral vein that was eroded. We were able to identify the source of the bleeding and he was able to repair the left femoral vein. The patient had massive blood loss. The patient underwent a blood transfusion. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted significant adhesions and obliteration of the preperitoneal planes, obliteration of the typical inguinal planes. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 09/15/2022.